Event description:
It was reported that the patient had a malfunctioning left ventricular lead. No specifications regarding the malfunctions were provided. The lead was explanted. The patient's health status was unknown.